Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on (B)(6) 2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure, the physician first tried to push the 132cm embovac 71 catheter (ic71132ca/30392891) bluntly against the occlusion located at the right distal m1 segment, but this only worked up to the siphon. The physician changed tactic and chose to use the rebar¿ 18 microcatheter (medtronic), which was pushed through the occlusion. The 5mm x 37mm embotrap iii revascularization device (et307537/20g136av) was ¿very easy to push and unfold up to the occlusion,¿ when the embovac could then be pulled to the occlusion using the anchor technique. The issue occurred when the embotrap was being pulled into the embovac. The embovac was used in combination with a penumbra pump (penumbra). The embotrap was pulled slightly into the embovac, then the complete system should be pulled; however, the embovac could not be pulled at first. The embotrap iii device slipped into the embovac and only when the embotrap iii device was completely inside the embovac could the embovac be pulled. When the system was out of the patient, the physician noticed that the embovac was stretched at the distal end. He removed the complete system with the embotrap iii, rebar 18 microcatheter and embovac. The procedure was reported as successfully completed; there was no report of any patient adverse event or complication. Additional information was provided on 26 october 2020. No additional intervention was required. The cause of the elongation of the embovac was not known; there was no resistance felt at any time during the use of the embovac, but it could not be pulled out at first. Adequate and continuous flush was maintained. It was reported that the procedure was successfully completed; only 1 pass was needed with the embotrap device was needed. The vessel was not tortuous. Concomitant devices used with the embovac did not become damaged. The embotrap device and the thrombus are still in the embovac. The embovac device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 132cm embovac 71 catheter was received contained in a pouch. Visual inspection was performed. The body of the device was observed kinked at 76 cm from the proximal end. The distal tip was found with several compressed areas and in stretched condition. The returned device was microscopically inspected. Under magnification, the embotrap iii device was observed deployed inside the distal tip of the returned embovac catheter. No other damage was observed, after the embotrap iii device was found inside the distal tip of the embovac device, it was withdrawn through the proximal part of the embovac as the distal end of the embovac was found to be severely damaged. The embovac was gently withdrawn from the device without difficulty. Dimensional measurements were taken. The inner diameter (ID) and outer diameter (od) of the device were measured and were found to be within specifications. Hub ID = 0.0701 inch; specification: 0.0701 inch minimum. Distal ID = 0.0701 inch; specification: 0.0701inch minimum. Actual microcatheter od = 0.0832 inch; specification: max. 0.0837 inch / min. 0.081 inch. A review of manufacturing documentation associated with this lot (30392891) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure when the embotrap iii device was being pulled into the embovac catheter, the embotrap iii device was pulled slightly into the embovac, but the embovac could not be pulled at first. The embotrap iii device slipped into the embovac and only when the embotrap iii device was completely inside the embovac could the embovac be pulled. When the system was out of the patient, the physician noticed that the embovac was stretched at the distal end. The reported stretched condition of the embovac was confirmed based on the visual inspection of the returned device. There was a kinked area at 76cm from the proximal end of the embovac and multiple compressed areas observed; these may have been the contributing factors to the reported resistance. The reported resistance/friction issue was confirmed. The issue related to the catheter advancing/tracking was not confirmed as this is are situationally dependent and cannot be independently evaluated; however, advancing/tracking issue is most commonly related to the patient anatomy, operator technique, and appropriate device selection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00481 and 3011370111-2020-00078. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30392891) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00481 and 3011370111-2020-00078. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician first tried to push the 132cm embovac 71 catheter (ic71132ca / 30392891) bluntly against the occlusion located at the right distal m1 segment, but this only worked up to the siphon. The physician changed tactic and chose to use the rebar¿ 18 microcatheter (medtronic), which was pushed through the occlusion. The 5mm x 37mm embotrap revascularization device (et307537 / 20g136av) was ¿very easy to push and unfold up to the occlusion,¿ when the embovac could then be pulled to the occlusion using the anchor technique. The issue occurred when the embotrap was being pulled into the embovac. The embovac was used in combination with a penumbra pump (penumbra). The embotrap was pulled slightly into the embovac, then the complete system should be pulled; however, the embovac could not be pulled at first. The embotrap device slipped into the embovac and only when the embotrap was completely inside the embovac could the embovac be pulled. When the system was out of the patient, the physician noticed that the embovac was stretched at the distal end. He removed the complete system with the embotrap, rebar 18 microcatheter and embovac. The procedure was reported as successfully completed; there was no report of any patient adverse event or complication. Additional information was provided on 26 october 2020. No additional intervention was required. The cause of the elongation of the embovac was not known; there was no resistance felt at any time during the use of the embovac, but it could not be pulled out at first. Adequate and continuous flush was maintained. It was reported that the procedure was successfully completed; only 1 pass was needed with the embotrap device was needed. The vessel was not tortuous. Concomitant devices used with the embovac did not become damaged. The embotrap device and the thrombus are still in the embovac.